Event description:
It was reported that a patient slipped while trying to exit the scanner, after an exam, without help from a health care professional. The patient suffered a fractured arm. According to the applications personnel, patient care after the exam is critical as the patient has been in the prone position for an extended length of time.